Manufacturer narrative:
The subject product was returned to omsc for investigation. Upon arrival, the basket wire was withdrawn from the insertion portion and it was inserted into the other manufacturer's product. The investigation confirmed that the operation pipe was broken at the joint with the basket wire. There were no abnormalities found upon investigation on the condition of the soldered part at the broken joint. The basket was deformed and the distal end of the coil sheath was buckled. Withdrawing the basket wire from the other manufacturer's product was attempted but failed. As checking DHR of the same lot for the subject device, nothing abnormal related to the reported event was detected on the following items: outer diameter of the basket wire, deformation of the basket wire, outer diameter of the operating wire, overflown length of the brazing filler at the brazed part, outer diameter of the brazing part, outer appearance of the brazing part. From the conditions of the subject device, it is surmised that during crushing the calculus, a large load more than durability strength of the product was applied due to the factors, such as size, hardness, and shape of the calculus, which caused the buckling of the coil sheath and the breakage at the junction between the operation pipe and the basket wire. Though it was reported that the procedure was completed with lithotripsy using a bml-110a-1, the basket wire arrived at omsc with inserted into the other manufacturer's product. Therefore, it is surmised the one of the following actions were taken. The other manufacturer's lithotriptor was used instead of bml-110a-1. Bml-110a-1 was used but not with maj-403 but with another coil sheath of the other manufacturer's lithotriptor. As described in the instruction manual, this subject device is not designed to be capable of crushing all calculus. Consequently, the pipe or basket wire may break and part of the lithotriptor may remain in the body. Different parts of the device break depending on the situation such as the shape of a calculus, bending shape of a coil sheath, etc. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, notable coil sheath bent or gap etc.).

Event description:
During a lithotripsy for bile duct calculi using the subject device, there was an incident that it broke at the joint between the operation pipe and the basket wire, and bml handle, maj-441, was detached. The physician attached bml-110a-1 to the subject device, and completed the procedure. The subject device was retrieved. There was no patient injury reported.